Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the hosp reported that a leak occurred from the device in question distal while being inflated during the procedure. The hosp reported the procedure was completed with another product and the pt status post procedure was good.

Manufacturer narrative:
The device in question was not returned to the MFR. Requests for additional info were not successful. A device history record (DHR) review and similar complaints review were performed as part of the device eval. The DHR review confirmed that this device met all material, assembly and performance specs. A search of the complaint log showed no other complaints have been reported on this batch. Based on the info known at this time, the user's complaint could not be confirmed. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.